Manufacturer narrative:
The hospital biomedical engineer reported that after replacing the data acquisition to motor controller cable, the data acquisition board did not show any hours during testing; the initial reported problem persisted. The hospital biomedical engineer replaced the data acquisition board and the data acquisition board showed the appropriate hours and the device successfully passed performance specification testing.

Event description:
The customer reported check vent errors and the presence of multiple error codes in the error log. There was no patient involvement.